Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the target lesion was the distal rca with no tortuosity, no calcification. The patient was presented with sub acute thrombosis that occurred around three stents from another company implanted a week before this pci procedure. The voyager rx balloon catheter was delivered to the lesion. Then, the balloon was inflated to 6 atm and the balloon ruptured. A dissection occurred due to the rupture. The lesion was further dilated using another company's balloon to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of the report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was retuned with blood visible in the guide wire lumen and on the balloon. There was thick contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There were no kinks noted to the inner member or the tip. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator filled with water was used to pressurize the balloon catheter to 12 atm and noted there was no fluid advancing through the catheter, due to the thick contrast. The balloon catheter was left pressurized at 12 atm for 3 hours to dissolve the contrast. The contrast did dissolve and a longitudinal rupture was noted at the distal end of the distal taper and extending proximally for a length of 1.1 cm. There were no scratches visible on the balloon. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.